Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused syringe needle and cartridge. Tandem technical support educated the customer on cartridge and syringe needle being single use products. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.